Event description:
Clinical rationale: the patient is a 56 year old male who presented with an acute st elevation myocardial infarction (stemi). Coronary angiography identified the right coronary artery (rca) as the culprit vessel, with additional ~40% proximal to mid lad disease. Pci was performed to the rca using thrombectomy, ptca, and placement of one des. The patient received antiplatelet therapy and remained on an aggrastat infusion in the ICU. The impella cp was inserted without difficulty, with act >300 during the intervention. Upon attempting to initiate pump function, the device generated an ¿impella stopped¿ alarm. Motor current briefly increased to ~500 before returning to zero. The reported event involved failure of the first impella cp device to initiate support, characterized by immediate ¿impella stopped¿ alarms and loss of motor current despite appropriate troubleshooting measures, aic replacement, and adequate anticoagulation management. No visible clot, obstruction, or handling issues were identified upon inspection, and the guidewire and red lumen were confirmed removed prior to activation. Implantation of a new impella cp with a new cassette resulted in successful function without recurrence of the issue, suggesting the event was isolated to the first pump and/or associated components. The device is being returned for further evaluation. The patient remains on mechanical circulatory support, and clinical outcome is pending.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Added: b1 (is product problem), d3 (manufacturer fax) and d9 (date device returned to manufacturer), and g1 (manufacturer contact fax number).